Event description:
It was reported that a faradrive steerable sheath during an atrial fibrillation (a fib) presented air. After going transeptal, we attempted to put the non-bsc mapping catheter through the sheath to map the left atrium. When aspirating the sheath with the catheter in it, air would appear in the syringe do to there not being a tight seal around the catheter+. We pulled out and reinserted multiple times and the issue would not fix. We removed the sheath and opened a new faradrive sheath and that worked first time. The procedure was completed without patient complications. The sheath is expected to be returned.

Manufacturer narrative:
Device technical analysis: the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified a tear in the inner valve, outer valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the valve.

Event description:
It was reported that a faradrive steerable sheath during an atrial fibrillation (a fib) presented air. After going transeptal, we attempted to put the non-bsc mapping catheter through the sheath to map the left atrium. When aspirating the sheath with the catheter in it, air would appear in the syringe do to there not being a tight seal around the catheter+. We pulled out and reinserted multiple times and the issue would not fix. We removed the sheath and opened a new faradrive sheath and that worked first time. The procedure was completed without patient complications. The sheath is expected to be returned.